Event description:
It was reported that approximately two years prior, the patient contacted the clinic due to an alert and a remote transmission indicated the right atrial (ra) lead had high pacing impedance, a decline in sensing amplitude and a rise in atrial pacing threshold. A chest x-ray was performed, which showed no signs of dislodgement or fracture, and the ra capture management was programmed off, along with the ra lead alert. Recently, the ra lead exhibited a suspected lead fracture and was attempted to be extracted, however, the lead was not able to be completely removed. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.